Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2018 from a patient. This case involves a (B)(6) male patient who received treatment with synvisc one and after unknown latency experienced swelling at knee, muscle weakness, dizziness, cramps in calf and difficulty in walking/ walks differently/ his gait is affected. No relevant past drugs were reported. Relevant concomitant medications included amlodipine, perindopril erbumine (coversyl) both for blood pressure. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (indication: not provided) in his left knee. The same day, the patient experienced swelling at knee, muscle weakness,dizziness, cramps in calf, difficulty walking (gait), after receiving an injection of synvisc one. The reporter indicated that these effects began after his injection and continued. He had an injection of "cortisone" on (B)(6) 2017 and it "helped a bit". Reporter indicated that he continued to have dizziness and he finds that he walks differently now and his gait was affected. Corrective treatment: cortisone injection for swelling at knee, muscle weakness, cramps in calf, difficulty in walking/ walks differently/ his gait is affected; not reported for dizziness outcome: not recovered/not resolved for all the events seriousness criteria: required intervention for swelling at knee, muscle weakness, cramps in calf, difficulty in walking/ walks differently/ his gait is affected pharmacovigilance comment: sanofi company comment dated (B)(6) 2018. This case concerns a patient who received treatment with synvisc one and later experienced swelling, muscle weakness, dizziness, cramps in calf and difficulty in walking. There is no evidence that the event is related to product. Since event occurred on the day of administration of synvisc one injection, significant temporal relationship can be established and causal role of suspect product cannot be denied in occurrence of the event. Further information regarding medical history, concurrent condition and past drugs will aid in complete medical assessment of the case

Event description:
This unsolicited case from canada was received on 07- mar-2018 from a patient. This case involves a 67 year old male patient who received treatment with synvisc one and after unknown latency experienced swelling at knee, muscle weakness, dizziness, cramps in calf and difficulty in walking/ walks differently/ his gait is affected. No relevant past drugs were reported. Relevant concomitant medications included amlodipine, perindopril erbumine (coversyl) both for blood pressure. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (indication: not provided) in his left knee. The same day, the patient experienced swelling at knee, muscle weakness,dizziness, cramps in calf, difficulty walking (gait), after receiving an injection of synvisc one. The reporter indicated that these effects began after his injection and continued. He had an injection of "cortisone" on (B)(6) 2017 and it "helped a bit". Reporter indicated that he continued to have dizziness and he finds that he walks differently now and his gait was affected. Corrective treatment: cortisone injection, hydrocortisone (cortizone), oxycodone hydrochloride/paracetamol (acetaminophen w/oxycodone) for swelling at knee, muscle weakness, cramps in calf, difficulty in walking/ walks differently/ his gait is affected, dizziness outcome: not recovered/not resolved for all the events seriousness criteria: required intervention for dizziness, swelling at knee, muscle weakness, cramps in calf, difficulty in walking/ walks differently/ his gait is affected a product technical complaint was initiated with global ptc number (B)(4) and the results for the same were received. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 26-mar-2018. Investigation summary results and global ptc number was added. Clinical course was updated and text was amended accordingly. Additional information was received on 18-apr-2018 from an other non health care professional. Event of dizziness was updated to serious. Corrective treatment (hydrocortisone, oxycodone hydrochloride/paracetamol) was added for all events. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 18-apr-2018. The additional information received does not change the previous case assessment. This case concerns a patient who received treatment with synvisc one and later experienced swelling, muscle weakness, dizzinesss, cramps in calf and difficulty in walking. There is no evidence that the event is related to product. Since event occurred on the day of administration of synvisc one injection, significant temporal relationship can be established and causal role of suspect product cannot be denied in occurrence of the event. Further information regarding medical history, concurrent condition and past drugs will aid in complete medical assessment of the case

Event description:
This unsolicited case from canada was received on (B)(6) 2018 from a patient. This case involves a 67 year old male patient who received treatment with synvisc one and after unknown latency experienced swelling at knee, muscle weakness, dizziness, cramps in calf and difficulty in walking/ walks differently/ his gait is affected. No relevant past drugs were reported. Relevant concomitant medications included amlodipine, perindopril erbumine (coversyl) both for blood pressure. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (indication: not provided) in his left knee. The same day, the patient experienced swelling at knee, muscle weakness,dizziness, cramps in calf, difficulty walking (gait), after receiving an injection of synvisc one. The reporter indicated that these effects began after his injection and continued. He had an injection of "cortisone" on (B)(6) 2017 and it "helped a bit". Reporter indicated that he continued to have dizziness and he finds that he walks differently now and his gait was affected. Walking/ walks differently/ his gait is affected; not reported for dizziness outcome: not recovered/not resolved for all the events seriousness criteria: required intervention for swelling at knee, muscle weakness, cramps in calf, difficulty in walking/ walks differently/ his gait is affected a product technical complaint was initiated with global ptc number 52987 and the results for the same were received. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 26-mar-2018. Investigation summary results and global ptc number was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 26-mar-18. The additional information received doesnot change the previous acse assessment. This case concerns a patient who received treatment with synvisc one and later experienced swelling, muscle weakness, dizziness, cramps in calf and difficulty in walking. There is no evidence that the event is related to product. Since event occurred on the day of administration of synvisc one injection, significant temporal relationship can be established and causal role of suspect product cannot be denied in occurrence of the event. Further information regarding medical history, concurrent condition and past drugs will aid in complete medical assessment of the case.